Event description:
It was reported the device had two issues: it doesn't cut evenly and the switch won't turn it off, it must be unplugged to get it to stop running. It is reported there was no patient involvement or injury for this event.

Manufacturer narrative:
Integra has completed their internal investigation on 9jun2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for model s dermatome kit, model #3539700, s/n: (B)(4), manufactured on 04/08/2011 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. No previous service history in file. A two year look back for this reported failure and or related to "motor continues to run after it is in the off position " for this product family shows that 7 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: reason for return confirmed by massive internal assembly failure due to wear and corrosion on all assemblies. Motor and micro switch are corroded to the point of parts breaking off. Also found major impact damage to the head and handle, non-OEM grease on the yoke and pinion gear. 5.1 years old without a preventive maintenance service.